Event description:
It was reported that shaft fracture occurred. A direxion transend -14 system was selected for use. During the procedure, the distal tip of the microcatheter fractured. The procedure was successfully completed using an alternative device of the same type. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Upon visual inspection, a nickel shaft fracture and an inner lumen kink were identified at the strain relief, approximately 27 cm proximal to the strain relief. Microscopic evaluation further revealed bends in the guidewire located approximately 4 cm and 14 cm from the distal tip.

Event description:
It was reported that shaft fracture occurred. A direxion transend -14 system was selected for use. During the procedure, the distal tip of the microcatheter fractured. The procedure was successfully completed using an alternative device of the same type. There were no patient complications as a result of this event.